Event description:
"Oil leaks from the motor" is reason for repair. No additional information obtainable from the foreign distributor.

Event description:
"Oil leaks from the motor" is reason for repair. During follow-up conversation with the distributor, andrew said that the incident happened during surgery, and doctor flushed the wound with antibiotics. No pt injury occurred.